Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker with the associated right ventricular (rv) lead and right atrial (ra) lead exhibited noise. Pacing inhibition was observed on the ventricular lead that resulted for more than two seconds of asystole. Boston scientific technical services (ts) reviewed electrogram (egm) and discussed noise to look external and confirmed patient to having a surgery at the time the noise was observed. The daily measurements were trending good and no other episodes recorded after the issue. The system remains in service. No adverse patient effects were reported.